Event description:
During the eval of a returned spectrum infusion pump, constant upstream occlusion alarms were found. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found the spacing between the upstream pusher and the upstream sensor crystals is too wide causing the upstream sensor signal to be reduced by greater than 5%, by adjusting the pusher to make this spacing tighter the sensor has less signal loss. The response from a clear solution such as 0.09% saline to a solution such as 20% glycerin is minimal less than 5%. The upstream sensor assembly was replaced.